Event description:
The clinician reported that 10 weeks after the dental implant was placed, in ada site 24 of the patient's mouth, non-osseointegration was observed. The device was returned to the manufacturer for investigation. There were no reported post-operative complications.